Event description:
The device was used during an oophorectomy procedure. Reportedly, the instrument did not cut. The surgeon manually cut between the staple line to complete the procedure. The hospital has reported no patient injury occurred.